Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned components body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal. The anterior cuff was still loaded inside the foot pocket. Based on the evidence found on the returned device, the anterior cuff was missed and this confirmed the reported event. There was no needle strike mark on the foot. The needle trajectory of every device is verified during manufacturing. Based on the successful test of the device needle trajectory in the lab, the probable cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or failure to position and maintain the device at a 45 degrees angle throughout deployment. There was no manufacturing or quality deficiency detected. The analysis of the returned device indicates that an anterior cuff miss occurred which resulted in failure to retrieve the monofilament. Based on the results of the investigation, the probable cause was determined to be related to the operational context during use of the device and not a product quality deficiency. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide after a diagnostic procedure. Reportedly, when the plunger was removed, no sutures were attached. A starclose se device was used to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.